Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. Both haptics were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged and the lens was cut to remove from the patient's eye. Another lens was implanted. Sutures were not required. The reporter stated the cause of the torn lens was due to the lens being loaded improperly.